Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lumbar fusion surgery at l4-5 and l5-s1. The surgeon performed a posterior lateral fusion using iliac crest bone graft as well as moralized local autograft combined with thbmp-2/acs. The patient has suffered unspecified serious injury, extreme pain and suffering and anguish, physical and mental pain. Allegedly, bmp caused abnormal ectopic bone growth in the patient, which in turn caused his ongoing, chronic pain and other complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with the following pre-op diagnosis: recurrent disc herniation and degenerative disc disease at l4-5 and l5-s1. Procedure: posterior spinal fusion l4-s1, transforaminal lumbar interbody fusion at l4-5 and l5-s1, pedicle screw instrumentation at l4-s1. Cage instrumentation at l4-5 and l5-s1. Right iliac crest bone graft. Perop: a large rhbmp-2/acs kit which had been prepared according to manufacturer¿s instruction was cut in half, local bone was packed into the center of the rhbmp-2/acs which was packed with the decorticated posterior elements along with bone graft matrix dorsally to this in order to complete a posterolateral arthrodesis from l4 down to s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.